Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand and customer uncertain or unwilling to share whether blood glucose exceeded critical level. There was no reported impact to the customer¿s blood glucose level. Technical support confirmed pump was part of field correction, completed required form on customer¿s behalf, provided reset instructions, assisted with resetting pump, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction returned.